Manufacturer narrative:
(B)(4). Date of birth: the patient was born in 1943. Concomitant medical products: persona 5-degree stemmed tibial component, catalog #: 42532007901, lot #: 63496652, persona fixed bearing articular surface, catalog #: 42511000610, lot #: 62759260, persona all polyethylene patella, catalog #: 42540000035, lot #: 63474156, unknown optipac 60 rbc cement, catalog #: unknown, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00081, 3007963827-2018-00082, 0002648920-2018-00421, 0002648920-2018-00422. Product was discarded.

Event description:
It was reported that the patient was revised to address flexion contracture and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.